Event description:
Investigator spoke to pt on 10/23/98. Pt had rec'd the injection in her left knee due to an arthritic condition. Within several hours, pt began to develop severe pain in her left leg, which over the next 48 hours spread to her entire body and her legs swelled. The pain is beginning to ease, but her legs are still very swollen. The pain is easing. The doctor said that the pt's problem was not related to the injection. FDA device product was approved in 8/1997. The pt's response is atypical. The distributor is responsible for submitting all MDR's.